Event description:
It was reported that the procedure was cancelled. The target lesion was located in the left lower leg artery. An angiojet solent dista catheter was used for thrombectomy procedure. However, the catheter would not prime and an error message occurred. The window on the console was cleaned but the catheter cannot be recognized nor prime. The catheter did not enter the patient's body but the patient was already sedated when the issue occurred and diagnostic catheter was already in the vessel. No other catheter was available so the procedure was aborted. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a solent dista thrombectomy system. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually inspected. Inspection presented no damage or irregularities to the pump assembly or the device. Functional testing was performed by placing the device in the angiojet ultra console. The barcode was able to be read instantly with no errors or difficulties and was able to go into prime mode. The complaint device ran through the full priming cycle and 120 seconds in thrombectomy mode. The device ran within normal range, without any issue, or leaks from the pump assembly or device and with no console errors/alarms.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the left lower leg artery. An angiojet solent dista catheter was used for thrombectomy procedure. However, the catheter would not prime and an error message occurred. The window on the console was cleaned but the catheter cannot be recognized nor prime. The catheter did not enter the patient's body but the patient was already sedated when the issue occurred and diagnostic catheter was already in the vessel. No other catheter was available so the procedure was aborted. No patient complications were reported.